Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 156 mg/dl. The customer stated they laid on the insulin pump prior to the alarm occurring. Customer also reported a battery out limit occurred after replacing the battery. Customer declined a replacement insulin pump at the time of the call. Customer will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.